Event description:
It was reported that during a da vinci-assisted segmental pancreatectomy surgical procedure, the harmonic ace jaw could not open. The technical service engineer (tse) recommended the customer to install the instrument onto another patient surgical manipulator. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up and obtained additional information. Jaws were not stuck on tissue. There was no unexpected tissue removal. There was no bleeding due to unclamping. There were no photos or videos for review. Customer replaced new harmonic ace jaws and worked well.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used another instrument, and the jaws worked properly on the replacement. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.